Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter. Date: (B)(6) 2011, md's protime meter: 2.4. Date: (B)(6) 2011, inratio: 4.7, retest inratio: 4.6. Date: (B)(6) 2011, inratio: 5.0, md's protime meter: 3.5. Patient's target therapeutic range is 2.0-3.0.